Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient experienced pain after a fall. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned

Event description:
It was reported through stryker facebook page: "in my case ..that doesn't work..I have been to 3 doctors and all said no..even with an exray..CT. I had a replacement about 2yrs ago ..I fell backwards down my condo stairs from the 4th step. Broke my pelvic bone and hurt my knee..doc said that it wouldn't hurt it that much that distance..ok then..but why does it hurt like I'm walking on a peg leg .. I'm limping around and it hurts like hell..but all the docs said that saw my CT saw nothing wrong and won't even see me..to talk..I guess if they have their mind made up it's no use..it's hard to get someone to do a revision or even believe in what you are saying.."